Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j sales representative. H3, h6: a product investigation was conducted. Visual inspection of the returned device found that the spring is slightly bent, additionally some worn marks are observed around the spring. It's probably that this marks were made due the constant interaction with the mating device. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed with the mating device 03.037.017 also returned in this complaint. More force than necessary was used to make the assembly, and resistance is felt at the moment of coupling. This condition is observed because the spring is slightly bent causing the device not to assemble easily. The overall complaint was confirmed as the observed condition of the drillsl yell would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 03.037.018, lot number: 1828p81, manufacturing site: (B)(6), release to warehouse date: 27-oct-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an orif surgery treating the femur. The surgery was completed successfully with no surgical delay. After the surgery, the j&j¿s distributor contacted the sales rep to replace the product because it did not slide smoothly. The sales rep was present at the surgery in which the product was used and found no problems with the product. During manufacturer's preliminary investigation of the returned device it was identified that guide sleeve is bent. This report is for one (1). This is report 1 of 1 for complaint (B)(4).